Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the customer was able to access the pump features. The customer was not using the pump for insulin therapy at the time of event. The customer continued to use an alternate insulin pump for therapy.